Event description:
It was reported that before a sleeve gastrectomy procedure, instead of clipping normally, a clip springs and flies out when the device is closed down. Procedure was completed with same like device. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Additional information: did the clip fall into the patient? Yes. If yes, how was the clip retrieved? With a grasper. Which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? Surgeon cannot recall. Was the clip fully advanced into the jaws prior to firing? No. Even as the closing lever is closed down on, the clip is not advanced out of the device. Only after fully depressing the closing lever and letting go, when the jaws reopen, does a clip appear by flying out of the device. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Firing outside was tried outside of the patient as well. The same thing happened. What were the indications for surgery? What was found? Na. Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed one clips as intended and it ejected four clips. Finally, it locked out as intended. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).